Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer used multiple cartridges and infusion sets but was unable to see drops of insulin at the end of the tubing during fill tubing. There was no impact to the customer's blood glucose level. During troubleshooting, the customer attempted to push water through one of the infusion set tubings with a syringe but was unable to. The customer was eventually able to get an infusion set to work and saw drops at the end of the tubing.